Manufacturer narrative:
Block h2: correction. Block b5: due to repeated contact with the scope. Block h2: additional information : block h6: imdrf device code a1702 captures the event of device interaction with another device. Block h6: imdrf device code a22 captures the reportable event of bands falling off varix.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophageal variceal banding and gastric ulcer procedure performed on (B)(6) 2025. It was reported that two variceal bands, which had been placed two weeks prior, accidentally dislodged during the procedure due to repeated contact with the scope. The bands were not replaced. The procedure was completed with another device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a22 captures the reportable event of bands falling off varix.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophageal variceal banding and gastric ulcer procedure performed on (B)(6) 2025. It was reported that two variceal bands, which had been placed two weeks prior, accidentally dislodged during the procedure. The bands were not replaced. The procedure was completed with another device. There were no patient complications reported as a result of this event.